Manufacturer narrative:
Concomitant: 694765 lead, implanted (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture, and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.